Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold impedance on (B)(6) 2010 09:00:16. Daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance=988 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010. 2 - ventricular nst (non-sustained tachycardia) =210 ms average v-cycle between (B)(6) 2010 16:53:13 and (B)(6) 2010 10:34:08. 1 - vf=200 ms on (B)(6) 2010 13:46:16. 1 - patient alert for lead failure predictor on (B)(6) 2010 09:00:16. Weekly log data in save to disk file (B)(4) shows six weeks of missing impedance measurement data for pace, and defib impedance between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedance and oversensing. The lead was checked using the analyzer, and no issues were found. A backup pacemaker was implanted, and the lead is still in use. No patient complications have been reported as a result of this event.